Manufacturer narrative:
Describe event or problem updated. Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was received in two separate sections for analysis. One section consisted of shaft, balloon, blades, tip and markerbands. The other section consisted of hub/ manifold, hypotube and shaft. A visual and tactile examination identified a break in the shaft polymer extrusion of the device approximately 197mm distal to the guidewire exit port. A microscopic examination of the break site and surrounding shaft identified no evidence that excessive tensile force was applied to the shaft resulting in the shaft break. The break in the shaft was noted to be more consistent with the shaft having been dissected by a sharp instrument. One severe kink was also noted 10mm proximal to the guidewire exit port of the device. This kink is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. Due to the condition of the returned device it was not possible to inflate the balloon to inspect for pinhole leaks. A microscopic examination of the balloon material was performed and no longitudinal, circumferential or pinhole tears were identified in the balloon material. Additional analysis was also performed to identify balloon damage; the investigator immersed the balloon in water and palpated the balloon so see if bubbles escaped from the balloon material under the water as bubbles indicates the presence of balloon damage. No bubbles were observed escaping from the balloon material; this demonstrates that the balloon material was undamaged. The blood noted in the balloon material may have been a result of the shaft dissection. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple severe kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was further reported that shaft was dissected post procedure when device was being collected.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50mmx10mm flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. Procedure was completed with a different device. No patient complications were reported.